Manufacturer narrative:
Device evaluation follow-up #1 submitted 09/17/2013: the device was returned to animas and evaluated by product analysis on 08/19/2013 with the following results: black box review shows that the pump was running on the wrong time/date settings until 06/27/2013 when it was manually corrected. Pump powers ¿on¿ and displays ¿verify¿ screen. Pump was exercised for 5days on 0.5u/h, no time change occurred during the course of the time test. The unit was able to maintain time/date settings after 1h of ¿power on reset ¿. Pump passed time test successfully. Pump was opened and disassembled, bt1 component was found leaking.

Event description:
The patient contacted animas on (B)(6) 2013 reporting that the time and date were incorrect in pump. The patient confirmed that all records showing (B)(6) 2007 were actually (B)(6) 2013 records and records for 3/18/07 were for (B)(6) 2013. The patient reported they are not certain how long the time and date have been incorrect. While on call, the patient intentionally rebooted pump and reported the time and date were not correct. The patient reported the basal rate was correct. Reported the time and date showed 9:16 am (B)(6) 2007. A review of the alarm history showed the following: record 1 (B)(6) 2007 8:36 am code 064-0001 call service. Record 2 (B)(6) 2007 9:24 pm code 177-8691 low battery. The patient reported that she is not certain how long pump¿s time and date has been incorrect. Reported she does not recall ever having to reprogram correct time and date after any battery change. There is no reported adverse event with this complaint. This report is made based on the allegation of the time and date issue.

Manufacturer narrative:
The pump has been returned to animas. Evaluation has not yet been completed. When evaluation is complete a supplemental report will be filed. No conclusion can be made at this time.